Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair, the balloon busted while the surgeon was inserting it through the trocar. A new device was opened to resolve the issue and complete the case. There was no patient injury.